Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no patient crossing over failures at station. A technical support specialist (tss) logged into station and confirmed that the device was communicating properly and that patients were successfully crossing over, as shown in the reports. Upon contacting the customer, it was confirmed that the issue had been resolved, and the case was closed since no current issues were present with the device. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients were not crossing over to one pyxis, with an error indicating visit type as placeholder, some patients later crossed over, the station appeared delayed and had been placed in critical override twice, but medications were still accessible while in critical override mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.